Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported that his pain had gotten so bad that they were going to perform back surgery and turn stimulation off. The patient reported that he might have to keep stimulation off for an extended time. The patient reported that it¿s the pain he was implanted for and it was getting worse, so the implant wasn¿t able to address all the pain in different locations. The patient reported that there was pain in his back, legs and hips. The patient reported that they already tried shots, reprogramming, burning nerves and now they need to do surgery. It was noted that this was a sudden change in symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the pain getting worse included an increase in their degenerative disk disease which caused more pain sites. The patient noted the implant was originally for treating pain in the lower left leg and they began having pain in both legs from the hip down to the feet. The patient had a manufacturer representative try reprogramming the implant but had no success. The patient mentioned that either the reprogramming was unsuccessful because the pain sites were too numerous or the doctor mentioned scaring along the implant leads prevented success. The patient explained they made the decision to have spinal fusion surgery because their condition was worsening and they were in pain constantly even while sitting or lying in bed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device worked well for him for the first few years, but then his spinal column got all crooked and more vertebrae got out of alignment and the pain level got so high in the back/legs/feet due to his deteriorating back that the device, even with reprogramming, many times, couldn¿t cover his pain anymore. The patient reported that the patient had shifted lower now to his knees. The patient reported that he had to have a spinal fusion surgery on his back, said rods and screws were placed to align the vertebrae, and the 2 leads were in the way of the area that needed to be fused,so according to the surgeon, the leads were cut off and removed to be able to get to where he needed to go. The patient reported that this surgery was (B)(6)2017 and he turned off his neurostimulator (ins) that day for surgery and had never turned it back on or charged it since. No further complications were reported.